Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose value of 435 mg/dl at the time of the incident. The customer was not hospitalized. The customer did not insist on the replacement of the insulin pump. Troubleshooting was performed but was not continued because the customer was getting ready to go to bed. Nothing will be replaced or returned.